Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, resistance was felt while advancing the proglide device. No arterial flow was seen through the marker lumen. The device was removed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number - corrected from 050276h to 960286h. Evaluation summary: the device was returned for evaluation. The analysis did not confirm the report of no arterial flow through the marker lumen and resistance during advancement. The device was returned in the pre-plunger deployment condition. Blood was present in the device. The lumen was cleared and the device marked without difficulty. The device was loaded onto a proxy guide wire, the wire moved through the device and was pulled out of the exit port without difficulty. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.